Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). During placement and deployment of the closure device a pericardial effusion developed on the left side of the heart. The closure device was implanted and protamine was administered. The procedure was completed and the patient remained under physician monitoring.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). During placement and deployment of the closure device a pericardial effusion developed on the left side of the heart. The closure device was implanted and protamine was administered. The procedure was completed and the patient remained under physician monitoring. It was further reported the patient fully recovered and was discharged one (1) day post index procedure.